Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of non-sustained ventricular oversensing due to a loss of capture was noted on the right ventricular lead. Further testing is anticipated at the next clinic follow-up. The patient was stable with no consequences.